Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
The customer reported that since their start of use, the wake button was intermittently delayed in responding to presses, and multiple presses were necessary for display to activate. The customer's blood glucose level was 250 mg/dl. The customer applied more pressure to the wake button to address the issue.